Manufacturer narrative:
D10 concomitant products: sigpshell - sig power sigpshell control shell, lot# n3h2459y egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3f0141 sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6) sigphandle - sig power sigphandle handle, serial# (B)(6), egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3f0141 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3f0141 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3f0141 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, during colon resection, when the intestinal tract was clamped with the powered stapler with the first 60mm purple reload, zone3-3 was displayed, and when the green button was pressed, and the firing was attempted, an excessive force indication was displayed. After that, the display showed ¿cartridge use 0¿ even though firing has not been done. A second reload was used, and the same issue occurred with the first one and the same thing was displayed as ¿cartridge use 0¿. A new powered handle and shell were used with a third reload, but same phenomenon occurred even though firing has not been done. A fourth reload was used and similarly, the display showed the used cartridge display even though the firing has not been done. The tissue was not thick or hard. After that, when the adapter was replaced and a black reload was used on the same tissue, zone 1-2 was displayed when the intestinal tract was clamped. The green button was pressed and fired without any problem. As a result, the device was used again after replaced the standard adapter. There was no patient injury.